Manufacturer narrative:
Salome ouazana, md, 2024. Endoscopic gi placement of capsule endoscopy to investigate the small bowel: a multicenter european retrospective series of (B)(4) procedures in adult patients, gastrointestinal endoscopy volume 100, no. 3: 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to describe the safety, efficacy, and outcomes of endoscopic gi placement of small bowel camera endoscopy between 2002 and 2022. Pillcam sb3, sb2 and sb1 was used in (B)(4) patients and competitor devices were used in (B)(4) patients. A device, net or snare was used to place the capsule. There were (B)(4) patients in the study and complications included incomplete recordings and capsule retention. Endoscopic retrieval was required. Other complications that were related to the procedure, the device used to place the device or pre-existing patient conditions included: delivery failure, aspiration pneumonia, bleeding and perforation. Capsule retention occurred in (B)(4)). None of those had undergone a previous gi patency capsule test. No intestinal obstruction was related to capsule retention, and all patients underwent successful endoscopic retrieval. Complete sb ce recordings were achieved in (B)(4) when capsules were delivered in the stomach versus (B)(4) when capsules were delivered in the duodenal bulb and (B)(4) when capsules were delivered in (or downs tream of) the second portion of the duodenum. Overall, the completion rate was significantly higher in patients for whom the capsule was delivered in the sb compared with those with capsule delivery in the stomach (B)(4).